Event description:
16 days after the implantation, a loss of capture ventricular was observed. The lead was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a deformed outer conductor coil 15 cm distal to the is-1 connector pin and a bent distal end, these damages most likely resulted from the surgery due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.